Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a water leakage, reflecting an abnormal color (magenta or green only) in the image during reprocessing. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. In addition, it was noted, there was an e931 error, the bending cover was leaking and the white balance failed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the ccd (charge-coupled device) unit or internal board of video connector was broken due to moisture or water which invaded the subject device from leaked location. Olympus will continue to monitor field performance for this device.